Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was disposed of at the hospital. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was found to be within the specification. The balloon wings were out of the original folded position. The balloon appeared to have been subjected to positive pressure and subsequently had a vacuum pulled. There was evidence of hardened contrast medium in the balloon body. A visual and tactile examination of the hypotube identified multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.50 x 12 synergy¿ dug eluting stent was advanced but failed to cross the lesion. The stent was removed intact on the stent delivery system however after removal, the stent dislodged. The procedure was then competed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). A 3.50 x 12 synergy¿ dug eluting stent was advanced but failed to cross the lesion. The stent was removed intact on the stent delivery system however after removal, the stent dislodged. The procedure was then competed with a different device. No patient complications were reported and the patient's status was stable.